Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced stimulation in the wrong location. Patient lost stimulation in the pain area sometime in (B)(6) 2019. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead. Adequate stimulation coverage was restored postoperatively.